Manufacturer narrative:
The returned test strips were tested using a retention meter with liquid qc of a high level. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr.

Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The customer questioned inr results on coaguchek xs meter serial number (B)(4). The customer tested on the meter at 6:53 a.m. With a result of 6.4 inr. The customer re-tested on the meter at 7:01 a.m. With a result of 3.9 inr. The customer used a different finger for each test. The customer was tested at the laboratory by an unknown method at 9:00 a.m. And the result was 3.8 inr. The customer is to take half a warfarin tablet for one day. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer feels ok. The customer is not anemic, is not on heparin or other direct thrombin inhibitors, does not have antiphospholipid antibodies, is not taking any new medication, has not had any diet changes, has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. Master lot test strips were measured with the returned meter with liquid qc of a high level in comparison to master lot #28632180 with two human blood samples from marcumar donors on internal reference meter: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.